Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found inlet pressure reading slightly low. Calibrated inlet pressure and transducers. Replaced o2 cell and calibrated o2. Performed ventilator testing adn performs to specifications.

Event description:
The customer reported that while in patient use the ventilator fio2 was inaccurate. The patient was removed from the ventilator and placed on another ventilator, no patient harm.